Manufacturer narrative:
The device history records review showed that the valve at the time of manufacturing and release met all the criteria needed for this valve.

Manufacturer narrative:
This mitroflow valve was explanted after 4 years and 9 months due to severe prosthetic stenosis. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from a leaflet tear and an inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's clinical conditions and risk factors (hypertension, dyslipidemia severe aortic valve stenosis, coronary artery disease, diabetes morbid obesity, bmi 44, hyperthyroidism, and chronic kidney disease) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on (B)(6) 2014 that a mitroflow aortic pericardial valve (model lxa, size 21, s/n (B)(4)) was explanted after 4.8 years due severe prosthetic stenosis.

Event description:
The manufacturer was notified on (B)(4) 2014 about a mitroflow valve lxa 21 explant after 4-5 years from the implant.